Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
In 2006, male patient underwent aaa repair. One main body graft and two iliac leg grafts were placed. Then on five months later, patient underwent additional procedure due to iliac leg graft disconnection. An additional iliac leg graft was placed as a bridge between the iliac leg graft and the main body graft.